Event description:
The pump was removed after (B) (6) of 2009, because the pump broke through the skin and was "hanging outside of the body for 13 days". This was the second time the pump had worn through. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).